Event description:
This report is being filed to update the explant reason to infection.

Manufacturer narrative:
It was reported that this system was removed from service for an unspecified reason two months post implant. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that this system was removed from service for an unspecified reason two months post implant. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.

Event description:
It was reported that this system was removed from service for an unspecified reason two months post implant. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.